Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. The patient was treated with insulin, kalium, anti nausea medication and hydrating liquids utilizing intravenous therapy. The patient was discharged after 3 days.